Manufacturer narrative:
Onsite, the beckman (bec) field service engineer (fse) identified a faulty probe blood detector along with the probe wash collar out of alignment causing the issue. The fse replaced the probe blood detector and adjusted the probe wash collar resolving the event. The instrument was verified with daily checks and quality control (qc). All recovered within specification and without error. The probable cause of the event is due to a faulty probe blood detector along with the probe wash collar out of alignment. Bec internal identifier -(B)(4).

Event description:
The customer reported that one patient sample recovered with erroneous high platelet (plt) results and review [r] flagging when cycled on their dxh900 hematology instrument (dxh900-3) compared to a rerun of the sample on their other dxh900 hematology instrument (dxh900-4). No erroneous results reported out of the laboratory. There was no report of an adverse event. There was no report of death, injury, delay or change to patient treatment or diagnosis. There was no report of harm to patient or operator. Printouts of the event provided. Printouts received indicated one patient sample (sample 1) recovered with a high plt and mean platelet volume (mpv) result and suspect messaging compared to a rerun on an alternate instrument the customer believes to be correct. All other cbc results correlated between runs. Onsite service generated.